Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
During initial testing, device data was insufficient to obtain battery status. A hex memory upload was successfully completed. Due to corrupt data, device communication could not be established. However, utilizing a specialized telemetry interface and an engineering programmer, review of the device's stored data was undertaken. Detailed analysis concluded that device exposure (post-explant) to cold temperature caused a lowering of the battery voltage that resulted in a system reset and corrupted data. During extensive testing, the device was put through and passed returned product testing which involved a series of automated diagnostic testing that verified the performance of pacing, sensing and recording functions of the device. It was concluded that this device did meet specification electrically. The corrupted memory, identified during initial laboratory testing, was induced by exposure of the device (post-explant) to colder temperatures.

Manufacturer narrative:
Upon receipt, the device had no telemetry and a memory download could not be performed. The device was dispositioned for further laboratory testing.

Event description:
Boston scientific received information in (B)(4) 2012 that this legal firm was representing this patient with regard to an event that occurred in (B)(6) 2011 as a result of a malfunction of the implanted device. To date, the device has not been received at boston scientific's return products department. Subsequently, boston scientific received information from the local representative that this patient had not been seen in-clinic since (B)(6) 2011. The device was interrogated in (B)(6) 2011. The patient was presented for surgery when there was a concern of appropriate capture. Additionally, the patient was experiencing numerous premature ventricular contractions (pvcs). The device interrogation found appropriate device operation and the medical notes state that pvc's were minimized with increasing the pacing rate. At that time there were no allegations or complaints recorded. At that time, the device remained in-service.

Event description:
Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2013. The device was electively explanted and replaced due to normal battery depletion. The device was received at boston scientific's return products department.